Event description:
It was reported that the suture broke while the physician was oversewing a leaking aortic cannulation site. While passing the second throw the suture fractured in the middle and broke. Four subsequent sutures broke on the 5th or 6th pass. Oversewing was eventually completed successfully. The suture breakage caused an extended surgery time of one hour.